Event description:
It was reported that, while in the hcu, the doctor could not thread the catheter over the swg. As a result a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Evaluation: a guide wire and a central venous catheter were returned for analysis. The sample was received with the guide wire inside the catheter and protruding from both ends. The catheter and guide wire are kinked together approximately 6 cm and 14 cm from the catheter tip. A manual tug test on both ends of the guide wire found no unraveling or separations. The guide wire could be moved completely through the catheter, although resistance was felt due to the kinks. Microscopic examination of the welds found both welds are typical, full and spherical. The diameter of the guide wire was measured and met specification. Instructions for use described suggested techniques to minimize the likelihood of guide wire damage during use. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of resistance passing a catheter over a guide wire was confirmed through visual inspection of the returned sample. Kinks in the guide wire cause resistance when passing through the catheter. Based upon the locations of the kinks and their discovery during use, the potential cause was determined to be procedure related.